Event description:
Reportedly, the top of the insufflation access needle sheared off upon insertion. The surgeon opened a new needle and continued. No pt injury was reported. Procedure: tubal ligation.